Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the ICU, difficulty was met when inserting the guide wire into the patient's right subclavian, as well as difficulty inserting the catheter over the guide wire resulting in the catheter getting stuck on the wire. As a result, the user removed both the catheter and guide wire and it was at that time, the guide wire unraveled. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.